Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic vaginal bleeding, severe pain during intercourse, vaginal and urinary infection, urinary incontinence, retention, leakage, and vaginal numbness. No further information has been provided.